Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, a system was having a non-recoverable fault. The customer called into technical support and informed the technical support engineer (tse) that they had a non-recoverable fault and converted to laparoscopic. Prior to calling in, the customer had an error 40067 which was resolved. The customer stated after they recovered from that, they got the system to come up error free. Then the surgeon sat down at the surgeon's console and as soon as he tried using the touchpad, the system error out again. The error was 40024 and at that point the surgeon decided not to do anymore troubleshooting and converted to laparoscopic. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that they system was inspected before the procedure with no errors. Technical support was contacted but by the time tech support answered, cables had been retrieved, replaced, unit booted up successfully and re-docked to the patient. Just after ending call with tech support, a new error occurred when surgeon touched console control panel. The customer called back but decision to change to laparoscopic had been made while waiting on hold. The customer had to add more ports and make some of the incisions larger to accommodate larger trocars (12mm trocars). The issue added a short delay, but the surgery was successful and there was no patient harm.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault was received, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse decided to replace the surgeon side console (ssc) touchpad to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was analyzed, and the reported failure could not be replicated or confirmed. Report problem: intermittent error 40024. In house: when reviewing the logs, there were no errors. Touchpad was installed on the pca system. Programmed touchpad with no issues. Calibrated unit successfully, and all the touch function teste and passed. Booted up system in normal mode and let it idle for 10 minutes, power cycle 30 times was performed, and the unit works normal without issues. This unit no need to send to repair, just need final system test before to restock. The complaint regarding non-recoverable fault was not confirmed based on failure analysis. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to a non-recoverable fault on the system. As part of the conversion, the staff had to add more ports and make some of the incisions larger to accommodate larger trocars (12mm trocars).